Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent fault code logged in the memory. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly at the failure analysis center and was unable to duplicate the reported issue. Proper assembly operation was observed on the test mock-up device. Further component root cause of failure was not determined.

Event description:
It was reported that the device displayed a service icon and had some fault codes in memory that indicated a potentially critical failure. There were no reports of patient use associated with this event.